Event description:
It was reported that the right ventricular (rv) lead appeared to be intermittently undersensing during a treated episode of ventricular fibrillation (vf), however it was noted that this did not appear to affect detection or therapy. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.